Manufacturer narrative:
Based on the complaint report, after manta deployment, manual pressure was applied, and hemostasis was immediate. Three days later the patient developed a pseudoaneurysm. Surgery repaired the pseudoaneurysm and the manta device was explanted. Imaging nor the surgical report were able to be obtained; therefore, the root cause of the pseudoaneurysm remains inconclusive. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysm specifically called out as a possible adverse event requiring medical intervention. The following potential adverse events related to the deployment of vascular closure devices have been identified: "other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention." Risk documentation was reviewed, and delivery of implant not effective in creating hemostasis is a known risk. The occurrence rate for this type of incident remains below current risk documentation acceptable levels. The document history was reviewed, there is no indication of product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record, risk documentation, and case imaging if it becomes available. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient required medical intervention in the form of vascular surgery due to formation of bilateral pseudoaneurysms after the manta vascular closure device was successfully deployed and provided hemostasis of the femoral access. The manta vascular closure device instructions for use includes potential adverse events related to the deployment of vascular closure devices that have been identified to include access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Event description:
The patient underwent fenestrated thoracic endovascular aortic repair (tevar) on (B)(6) 2019. The left femoral artery was measured as 10 mm with no calcification or tortuosity reported. Access was obtained under ultrasound guidance and a 22f was utilized as the procedural sheath on the left femoral artery. The patient received 18000 units of heparin. The deployment depth was reported as 4 and performed per IFU (+1). The activated clotting time (act) prior to administering protamine was reported as 354 seconds. Protamine was administered and the post closure act was reported as 127 seconds. Manual compression was held on the left side access site for five minutes after the manta 18f vascular closure device. No post closure angiogram was performed. The patient was reportedly "fine" the following day. However, three days later, on (B)(6) 2019, the patient reportedly developed bilateral pseudoaneurysms (right pseudoaneurysm MDR #3010252479-2020-00007) and was taken to surgery for vascular repair. During the vascular repair procedure, the manta 18f vascular closure device was explanted from the patient's left femoral artery.